Manufacturer narrative:
(B)(4).

Event description:
Procedure type: nephrectomy. According to the rptr: the balloon exploded during use on the pt. Broken pieces fell into the pt cavity, but all were retrieved. Another device was used to complete the procedure. No bleeding occurred. No tissue damage occurred. There was no harm to the pt. Operative time was not extended.